Manufacturer narrative:
H.6. Codes have been updated to reflect the new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported patient received the replacement recharger. Patient's indication for use was urinary retention. Since receiving the ins, patient no longer needed to self catheterise however they only had to when the ins battery ran out and they couldn¿t charge it up. Since receiving the replacement recharger, the healthcare professional (hcp) has not heard from the patient and assumes that everything is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the recharger was not turning on anymore. A new recharger was requested since troubleshooting did not help. Additional information received. It was reported patient has contacted the urology nurses to chase after the recharger replacement as their device is no longer working and patient was reliant of self catheterisation.